Event description:
It was reported that during a da vinci s surgical procedure, a wire on the tenaculum forceps instrument broke and fell inside of the patient. The wire was retrieved and the planned procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the instrument has a broken grip close cable just past the distal idler pulley, allowing the pulley to spin freely. The cable has different fracture strand lengths, however, the cable does not appear to be missing any pieces. Engineering concluded that the damage was likely caused by high grasping force and wear against the pulley causing the breakage.